Event description:
At the end of a total knee replacement, when the stapler was activated; staples were released, but did not fold so as to secure the skin. Another skin stapler (same model and manufacturer) was obtained and the case was completed. Note: this is second report filed on this model stapler. Two separate incidents. Manufacturer response for stapler, skin, royal 35w (per site reporter): manufacturer requests return of defective device.